Event description:
It was reported that there were occlusions impacting the device. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support, and the case was closed.